Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number: (B)(6). However, transmitter with serial number: (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and transmitter failure error was found for serial number: (B)(6) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of transmitter failed/error/alert is reportable based on transmitter error found in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.